Event description:
I am having symptoms of fusarium keratitis possibly because of using the contact lens solution complete moisture plus multipurpose solution manufactured by advanced medical optics. Used during pre past year daily. Event did not abate after use stopped.